Manufacturer narrative:
Manufacturer's investigation conclusion: the device history records were reviewed and the records revealed the heartmate mobile power unit (serial#: (B)(6) ) was manufactured in accordance with manufacturing and qa specifications. (B)(6) was shipped from thoratec on 11oct2020. Heartmate 3 instructions for use section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 ¿ ¿alarms and troubleshooting¿ explain how to properly interpret and troubleshoot all alarms, including alarms that occur on the mobile power unit (mpu), and the actions to take if the issue does not resolve. Heartmate 3 instructions for use section 8 ¿ ¿equipment storage and care¿ and heartmate 3 patient handbook section 6 ¿ ¿caring for equipment¿ explain how to properly care for the equipment, including the mpu patient cable. Heartmate 3 patient handbook section 6 "caring for the equipment" describes how to care for and clean all equipment, including the mpu patient cable. Section 10, entitled ¿safety checklists¿, provides checklists to assist the patient in performing routine maintenance of heartmate 3 lvad, including inspecting the mpu patient cable for damage. This section also informs the user to replace any equipment or system component that appears damaged or worn. The patient handbook and the instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The reported event of the mobile power unit (mpu) alarming due to a fractured wire in the power lead was not confirmed. The mpu serial number (B)(6) , was not returned for analysis. There was no log file, photo, or any supporting documentation submitted for analysis that would indicate an issue with the mpu power lead. Provided information stated that the mobile power unit (mpu) will not be returned for analysis. The root cause of the reported event could not be determined through this analysis. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had their mobile power unit (mpu) for about 2 weeks when it started alarming. It was originally thought to be an issue associated with an electrostatic discharge (esd) event; but when examined by a biomedical engineer, it was revealed that there was a fractured wire inside the power lead. The mpu was exchanged, and the patient was advised to not kink the power lead cord.